Event description:
This complaint was created from a clinical study. On (B)(6) 2020 a patient underwent an extreme lateral interbody fusion at l1/2. On (B)(6) 2022 it was reported that a few days prior to consult, patient had increase pain about the thoracolumbar junction with feeling of "catching" on flexion and extension. Imaging reveals proximal junctional kyphosis at t12-l1. Treatment was physical therapy.

Manufacturer narrative:
This complaint was created from a clinical study therefore no product was returned for evaluation and no radiographs were provided so the complaint cannot be confirmed. The patient's bone quality is unknown. It is unknown if the patient followed post-operative physical restrictions or suffered a fall. It is unknown if fusion was completed. Due to a lack of information the root cause cannot be determined however proximal junctional kyphosis is a known complication of spinal procedures and review of similar events is suggestively the result of patient related factors. No additional investigation can be completed. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: proximal junctional kyphosis (pjk)..." "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."